Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4), implanted: (B)(6) 2011; product ID 5076-52, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced an infection. Bacteremia with vegetative growth on the right ventricular (rv) lead was noted. It was further reported that the patient complained of neck pain and headache. "Mental status changes" were noted. The system was replaced. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.